Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Customer stated he is in the process of changing pump settings and trying different infusion sets.